Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, wear abrasion, yellow and black particles. A leak test was performed and a opening on the radius side was found. A microscopic analysis was performed which identified a smooth crease opening on the radius side and a striated opening on the radius side. The fill test inspection was performed, the result was determined to be that no blockage was discovered.based on the device analysis the final assessment is: a crease smooth opening on radius assessed a fold flaw opening. A striated edge opening on radius side due to surgical damage.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.